Event description:
It was reported that the patient's right ventricular (rv) lead exhibited noise oversensing, high sensing amplitude, and high pacing impedance. The rv lead was capped and replaced on (B)(6) 2025. Patient was stable.